Event description:
A follow-up evaluation showed inappropriate loss of capture and an x-ray was taken to determine the integrity of the lead. The lead was fractured and replaced with a biotronik lead. During this procedure, the device was exchanged due to eri as well.